Event description:
It was reported that during pumping, the customer's insulin pump triggered an alarm, specifically alarm 20, and the customer did not disclose whether the issue caused their blood glucose level to exceed 500 mg/dl. While customer technical support assisted the customer in loading a new cartridge using the correct technique, the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, customer technical support decided to replace the pump and instructed the customer to use multiple daily injections as an alternate form of therapy. The customer was also guided on how to put the faulty pump into storage mode before returning it with a pre-paid label.